Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it did not turn on. The customer's blood glucose level was unknown. The customer reported that there was fluid in battery and reservoir compartment. The customer also reported that there was a small crack on the lip ring. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with serial number label faded, cracked retainer, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).